Manufacturer narrative:
Lenstec inc received the lens and a visual inspection was carried out on the device using the stereoscopic microscope set to l5x magnification. The lens was intact, but a circular haze was seen on the center of one side of the optic. No foreign particles were seen on the lens. The lens was cleaned with purified water and the haze remained on the surface of the optic. Since the haze remained the 1% alzarin solution was prepared to carry out the calcium test. No other defects were noted on the lens. The lens did not stain for calcium. A superficial surface haze remained on the lens. The matrix of the lens was clear. The medical monitor review determined that patient factors relating to previous glaucoma surgeries including the variety of unusual maneuvers (i.e. Disruption of blood aqueous barrier, usage of probable air bubble, ovds, and anti-scarring agents like mitomycin c) are likely to blame. Furthermore, there were no manufacturing/batch concerns from this lot of iols. Based on the investigation previously carried out (documentation analysis, complaint history and investigation of the returned lens) and the assessment from our medical monitor, lenstec concludes that there is no evidence to suggest that the lens is at fault. (B)(4).

Event description:
Lenstec received the return goods form with the event stated "there was anterior capsular opacities on the surface of the lens".